Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This right atrial (ra) lead exhibited intermittent capture. Additional information indicates that this patient underwent revision. This lead was repositioned. This right atrial (ra) lead remains in service. No additional adverse patient effects were reported.